Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they are unable to insert the component. The following information was provided by the user: when the component was being inserted in the insertion sheath after the location was confirmed, high resistance was felt and the component did not advance. The component was withdrawn and successfully removed. The angio-seal device was replaced by another angio-seal device to achieve hemostasis. Subsequently, hemostasis was successfully achieved. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 6 fr. It was reported that it is unknown if the physician had completed the training process on the device prior to this case or not. It was reported that there was no health damage to the patient. It was reported that the blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.